Manufacturer narrative:
The device was examined by the local factory service representative. Proper operation was observed through full performance and functional test.

Event description:
Reportedly, the device prompted connect electrodes, and an analysis of the patient rhythm could not be performed as a result. Another crew arrived on scene and used their device of same model to analyze the patient rhythm. The device repeatedly and appropriately rendered a no shock advised determination, based upon the ECG presented. The patient was not resuscitated. A medtronic ers clinical review of event concluded there was insufficient data to determined the impact of the device use on patient outcome.